Event description:
The user facility reported that a porton of the guidewire was "sheared off" and "broke into two parts" as the physician was withdrawing the guidewire back through the introducer needle. Follow-up communication confirmed that the detached material was successfully retrieved using a snare and the pt is reported to be "ok".

Manufacturer narrative:
Results - based on evaluation of user facility info; based upon evaluation of reserve samples. Conclusions - is based on evaluation of user facility info; based upon evaluation of reserve samples. The involved device has not been returned for evaluation. Therefore, the failure investigation was based on assessment of user facility info and representative retained samples. Inspection and testing of the retained samples found no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitively determined based upon the limited info available, the event description is consistent with damage to the polyurethane coating due to manipulation of the glidewire against a hard, sharp surface (such as the bevel of the entry needle through which the guidewire was reportedly withdrawn). The instruction-for-use do address the potential for such an event in warnings / precautions section. Specific statements in the instruction-for-use caution that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).